Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.077¿ x 0.274¿ was not returned with the instrument. The root cause is attributed to user mishandling. As a result of the broken main tube, a port seal and cannula were both returned stuck on the main tube and could not be removed through the distal end of the instrument. The grip input disks were manually articulated and the grips opened and closed properly. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause is attributed to a component failure. A review of the instrument logs for the prograsp forceps instrument (471093-11/n11210301 0189) associated with this event was performed. The instrument was last used on (B)(6) "2022" on system (B)(4). The instrument had 13 uses remaining after last use. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the instrument has suffered a broken main tube at the distal end that has caused the distal clevis to become dislodged. No pins were missing/loose. There were no fragments missing. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument could not move laterally and the jaws would not open completely. It was also not possible to remove the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue and no instrument release kit (irk) had to be used. There was no clinical consequence for the patient. The delay in procedure was 20 to 30 minutes. There was no ischemia time. The delay was due to numerous attempts to remove the instrument, and getting a new instrument and a new cannula. The procedure was not converted, but continued robotically. It was impossible to remove the instrument from the cannula. The end of the forceps was no longer in the axis of the forceps, creating a step that did not fit into the cannula. It was impossible to force or straighten the forceps in the abdomen, such that it was necessary to remove the cannula.